Manufacturer narrative:
The returned implantable device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the physician suspected that this implantable device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was returned for analysis.

Event description:
It was reported that the physician suspected that this implantable device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that the physician suspected that this implantable device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.